Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It was reported the stent delivery system (sds) was advanced to the lesion with resistance felt from the patient¿s anatomy, resulting in difficult to advance. In this case, it is likely that when the sds interacted with the patient¿s heavy calcification, moderate tortuosity and 90% stenosed lesion, it contributed to the reported material rupture of the balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the right coronary artery. Pre-dilatation was performed with a non-abbott balloon catheter. The 4.0x23mm rx xience skypoint stent delivery system (sds) was advanced with resistance noted due to the anatomy. The balloon ruptured during the first inflation at 6 atmospheres. The sds was removed with the stent still on the balloon. The procedure was completed using another skypoint stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.